Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to component migration of endoprosthesis. Device UDI (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After trunk-ipsilateral leg and contralateral leg components were deployed, two more contralateral leg components were implanted for distal extension of both legs: (B)(4) was implanted in the right side and (B)(4) was in the left side. The patient tolerated the procedure. Later in a follow-up study, it was revealed that the distal contralateral leg components in both sides had migrated proximally, but distance of migration was reportedly unknown. Also, a distal type I endoleak was revealed from the contralateral leg component ((B)(4)) in the left side. On (B)(6) 2018, a reintervention was performed whereby another contralateral leg component was implanted in the left side for distal extension to the left external iliac artery. The endoleak was resolved, and the patient tolerated the procedure with a wait-and-watch approach taken to the right-side device migration.

Manufacturer narrative:
Adverse event and/or product problem: corrected this section to adverse event. Outcomes attributed to adverse event: updated this section. Type of reportable event: corrected this section to serious injury.